Event description:
It was reported that this patient with a 23mm 3300tfx aortic valve, implanted for nine years, 11 months, underwent a valve-in-valve procedure. The reason for the reintervention is unknown. The tavr was performed with an edwards transcatheter valve. No other details have been provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) "is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these." Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors.

Manufacturer narrative:
H11: corrective date: corrective section: d6b. If explanted, give date-no explanted valve.

Event description:
It was reported that this patient with a 23mm 3300tfx aortic valve, implanted for nine years, 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis. The patient presented with shortness of breath and dyspnea. The tavr was performed with a 23mm 9750tfx. The patient was transferred to the ICU for recovery.